Event description:
It was reported that an ilet displayed high while the user was asymptomatic, and a confirmatory fingerstick measured 474 mg/dl following a same-day supply change in which the cartridge appeared empty despite being connected; after guided troubleshooting with a full supply change and verification of drops upon disconnect, insulin delivery resumed once the user swiped to fill, and the user reported using an inset 6 mm infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method related to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.